Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned to the manufacturer for evaluation. The helix was broken at 70 cm distal. Therefore, the investigation is confirmed for the reported issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: d4 (expiry date: 07/2050), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during the procedure, the rotating head and helix allegedly detached from the catheter while trying to pull the device out of the sheath. Upon removal of rotating head and helix ,angiogram showed a av fistula in the right anterior tibial. Reportedly ballooning was attempted to fix the av fistula but was unsuccessful. Patient current status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. (Expiry date: 07/2050). Device pending return.

Event description:
It was reported that during the procedure, the rotating head and helix allegedly detached from the catheter while trying to pull the device out of the sheath. Upon removal of rotating head and helix, angiogram showed a av fistula in the right anterior tibial. Reportedly ballooning was attempted to fix the av fistula but was unsuccessful. Patient current status is unknown.